Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, the proximal part of the tissue pad was detached and the tissue was caught in the spot. As the stuck tissue could not be removed, the tissue was cut off using another device. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 04/03/2009. Information anticipated, but unavailable at this time.